Event description:
Procedure: gastrectomy. According to the reporter: the tissue reinforcement material bulged out the side. The surgeon was then unable to open or fire the sulu. Another reload and another handpiece was opened and fired further down the patient tissue thus releasing the specimen and the attached stapler with it.

Manufacturer narrative:
(B)(4)